Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the driveline¿s outer silicone layer was confirmed via the photograph submitted for evaluation. The patient remains ongoing on vad support. The hmii lvas IFU contains information on damage due to wear and fatigue of the driveline in the patient care and management section. The hmii lvas patient handbook contains a section on ¿caring for the driveline.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. The pump remains implanted and the patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that damage was observed to the silicone at distal driveline connector. There were no device alarms or adverse consequence to the patient reported. The vad coordinator applied rescue tape on the distal end of the patient's driveline. A clam shell repair will be performed during the next patient's clinic visit. No additional information was provided.